Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. The device was not returned to the manufacturer, therefore, no analysis was conducted. Please reference MDR 3004785967-2018-00150 for imaging system included in the complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the select patient/acquire scans task and delayed the surgery by 20 minutes. It was reported that the site had issues with the imaging device being able to acquire images. The site took a scan of the patient however it never transferred. They changed cables and rebooted the navigation device without resolution. They brought in a second navigation device and took a scan and were able to proceed. After the case, the manufacturer representative (mr) attempted to take more spins with the imaging device , however while attempting to acquire, it would give the message, "3d mode disabled, navigation not ready" and would not acquire. The bulkhead was bypassed with no resolution . After the imaging device was rebooted, the site was able to take a spin. The surgery was completed with navigation and imaging and there was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the system. The system passed all tests and was found to be fully functional. The issue could not be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The system logs were not available for review, therefore the software investigation was unable to determine probable cause without further information since the behavior cannot be replicated per the onsite system checkout. If information is provided in the future, a supplemental report will be issued.